Event description:
He abutment had mobility, doctor changed the screw, but 4 weeks later, the patient came back with the same problem. The implant has been removed later on due to a fracture.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not. Provided . UDI not available. PMA/510(k) number not available.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) unknown zimmer screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 17 (fdi) and was used for approximately 8 years, 7 months. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product (unknown zimmer screw) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text : product not returned.